Event description:
It was reported that during surgery, the navio had a strange behavior. When cutting the tibial bone, the navigation was not equal to the actual tibial bone center: when collecting the tibial point, a pointed eminence line can be seen as a red line in the picture. And then tried to remove the tibial bone, but the enhanced picture was strange. Therefore, the doctor did not follow the navio direction, and when it was back to the collection page, then it was found the picture was different from what it was collected before cutting. The doctor re-started to collect the points of the tibia, and finally tibia bone was sizing as #3 (but first it was calculated as #6), and completed the case. Also, strange findings that dotted the tibial bone were found. This event caused 40 minutes delay of surgery. The femoral bone was good. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio surgical system japan, pn: rob00043, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The case files were provided. However, not all of the screenshots were available to view. The screenshots that were available to view were reviewed, as well as the intraop log file and the individual photos of the screenshots that were referenced in the field report. Screenshot review identified ¿red bone¿ in the tibia¿s intercondylar eminence ridge area in the tibia bone removal screen. The system would have retracted the bur in that space because the bone was white. In addition, the implant chosen (journey ii xr) retains the ligaments. Had the real bone been burred in that area, the ligaments would have likely been burred for the physical and virtual bone to match. The tibia axis definition screen shows some point collection in the anterior of the intercondylar eminence ridge area, but not many points, if any, were collected in the center or the posterior of this area. Considering the journey ii xr implant was chosen, and is a cruciate retaining implant, it is possible that the user had collected points over the ligaments in the anterior portion of the intercondylar eminence ridge. As a result of the tibia point collection, it is likely that the tibia model had been over-modeled in the area of the intercondylar eminence ridge, where the virtual model and the physical bone would not match. The user did not refine the bone prior to cutting, either. If the drill swept over that area, the virtual model would show an overcut even if there is no physical bone there because it had been over-modeled. The case was put in casevisualizer, where it shows the tibia check point to be just barely off of the bone. The screenshot of the tibia special points collection could only be viewed in the photo provided in the field report. It was not included in the full screenshot review. It was confirmed that the tibia mechanical axis was shifted toward the medial side in comparison to the first tibia special points collection screen. Further review of the screenshots show that the tibia checkpoint had moved by 10.2 mm. This would have occurred prior to the user having gone back to the tibia special points collection screen, and is likely why the mechanical axis was shifted. The case was also put in casevisualizer, where it shows the tibia check point to be just barely off the bone. The screenshots were not available to confirm the tibia sizing after having recollected the tibia points. The spotted tibia bone model in the case screenshots was confirmed. This is an occurrence of a known software bug. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The clinical/medical evaluation concluded that no patient injuries are being reported so no further clinical/medical assessment is warranted at this time. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. If a navio surgical system failure occurs at any point during the surgical case, the following table provides guidelines for recovering to a fully manual procedure. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker array failure or loss of contact with bone that is unrecoverable, etc. This situation was captured in the navio risk assessment released at the time of the complaint. No further containment or corrective actions is required.